Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2014 with the following findings: unable to duplicate the complaint. Pump found to be delivering accurately and within required range. Pump boots to the verify screen with audible and vibratory features. Pump was exercised for 24hrs with a 2.0u per/hr basal rate; at end of duration test the tdd basal history correctly equaled 48.0u. No hypersensitive keys observed on the keypad. The tdd¿s in pump history add up correctly and reflect the users programmed basal rate. Typical usage alarms observed in alarm history. A delivery accuracy test was successfully completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: her blood glucose (bg) bg has gone down to 40 mg/dl due to possible inaccurate basal delivery. She thinks the basal rates are not delivering right because she keeps going down in the 40s mg/dl and when checking the basal history and the basals don¿t match what they should be. Patient treats lows with carbohydrates, has suspended her pump and is contacting her health care provider (hcp) for alternate insulin delivery method. Patient reports she believes her basal rates are not delivering as set: she has examined basal history and there are random rates in the history that do not correspond to her normal basal rates. Customer support (cs) reviewed inaccuracy with the patient and confirmed basal rate should not have been at 0.8 at 7:06 am but should have been 0.6 units/hr. Patient saw hcp on (B)(6) 2014 and basal rates were adjusted at that time. Patient states she did not change the rates and has not adjusted the time on the pump. No associated alarms. Basal history indicates patient basal delivering appropriately with suspends for low bg, workout and shower. Cs advised patient to remain on alternate delivery method until a replacement pump arrives. This complaint is being reported as the discrepancy in basal rates was not resolved with troubleshooting and because the patient experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.